Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 2.0mm and appeared used. Examination under magnification reveals the pattern on the tip face is consistent with normal degradation. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, indicating that the fiber is broken within the connector, and confirming the reported event of connector overheats. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. The condition of the returned device cannot confirm the reported complaint of laser fiber misfire. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy, hard stones or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 100w laser with 0.5 x 25 setting. According to the complainant, during the procedure outside of the patient, the laser fiber misfired. When the fiber was unplugged from the laser, the physician noted that the laser fiber connector was very hot to touch. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 100w laser with 0.5 x 25 setting. According to the complainant, during the procedure outside of the patient, the laser fiber misfired. When the fiber was unplugged from the laser, the physician noted that the laser fiber connector was very hot to touch. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of fiber misfired. Reported event of fiber connector overheats. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.